Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all four lead contacts. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.